Event description:
36mm rsp socket insert package contained a 40mm rsp socket insert. Surgeon states that: "patient was not harmed, but may have been at great risk of dislocation if device had not been noticed to have been wrong."

Manufacturer narrative:
Device not yet received. Office has been notified of our intention to recall this lot. Official recall documentation has not been submitted at this point.